Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, after the first puncture, pushing out the punctured material with the mandrel, and then blowing air through it using a syringe, the mandrel can no longer be inserted into the aspiration needle. The issue occurred after a diagnostic endobronchial ultrasound procedure. The procedure was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
New information: d8, d9, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the customer failure was not able to be confirmed and determined the device meets its specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.